Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise in electromagnetic interference (emi), high pacing thresholds, loss of capture without asystole, and high pace impedance measurements out of range, greater than 2,000 ohms. Subsequently, a new lead of a different model was successfully implanted. No additional adverse patient effects were reported. The product has been returned for analysis. This report will be updated with pertinent information upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 17.8 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noisy signals, impedance issue, failure to capture and high capture threshold allegations were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise in electromagnetic interference (emi), high pacing thresholds, loss of capture without asystole, and high pace impedance measurements out of range, greater than 2,000 ohms. Subsequently, a new lead of a different model was successfully implanted. No additional adverse patient effects were reported. The product has been returned for analysis. This report will be updated with pertinent information upon completion of analysis.